Event description:
Hi there, we have an alaris IV pump - channel and pump - that we'd like to send back for MFR review. The pump was being used intraoperatively. It was programmed to run at 100 ml/hr. One min after the pump had been started, the rate changed to 105 ml/hr. There was no harm to pt as it was recognized immediately. It was sent for a preventative maintenance check through our biomed team; it failed inspection as it continued to say there was a pt-side occlusion or air in line.